Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate defibrillation therapy was noted due to oversensing noise on the ventricular lead. The lead was capped and replaced during a normal device exchange procedure. The patient was in stable condition.